Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, lot# unknown, product type: lead. (B)(4).

Event description:
The consumer reported that the trial lead got caught on a wheelchair arm and pulled out 4-6 inches and was not connected to the external neuro stimulator. It was noted that the patient was doing the trial for bladder and it began on (B)(6) 2015. Prior to the trial the patient was getting up every 45 minutes to an hour. The patient had been sleeping in a recliner and when she sat in a sitting up position she had to go to the bathroom every 2 hours.